Event description:
Placed 12/9/1997 via rt arm. Tpn therapy started. After 4 wks, pt got an infection, 103 temp., nausea & vomiting. Pt was unable to eat for 5 days & was hospitalized for removal & antibiotics treatment.